Event description:
It was reported that error 1720, lens damage (during testing/no patient injury).

Manufacturer narrative:
Other, other text: d5: unknown. E4: unknown. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. Review of the event log found evidence of error messages. Upon function testing, the reported problem was duplicated. The back up capacitor was found to be broken and the lens was damaged. The root cause is unknown. The capacitor and lens were replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: updated.